Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, three unused, sterile devices with part # 14679-01 and lot # 40929k1 were returned for occurrences in which it was reported the sheath did not split completely. There was no damage noted to the returned sterile devices. Functional testing was successfully performed on the sterile devices. In summary, the unused, sterile returned devices did not show any indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic procedure. Reportedly, the sheath did not split completely. The starclose se device was removed. Vessel access was maintained with reinsertion of the guide wire and the same procedural sheath. An additional starclose se device was attempted with the same result. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017 - patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.